Event description:
While performing a bone biopsy, the physician reached the inside of the pedicle with the cannula and stylet. After placement, the inner cannula was placed. After the physician felt that a good biopsy sample was taken, the physician began to remove the inner cannula. Resistance was encountered when pulling to remove the biopsy sample. The threads separated from the bottom of the handle. Surgical pliers were used to remove the inner cannula from the pt. Two inner cannulae had the same issue during the same clinical case.